Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after an open total gastrectomy, a leak occurred on the next day of the operation and a reoperation was performed. The leak was from the anterior wall on the cut line of the duodenum. The duodenum was resected additionally (the fired position was 2cm from the cut line of ntlc) with a competitor's device and buried suture was performed. According to the sales rep who attended the operation, the doctor waited 20 seconds after clamping and prior to firing. All staples were formed properly. The quality of the target tissue was regular. Reinforcement material was not used. The device was not fired across an existing staple line or clip. There was no unexpected noise. Although the firing force was higher, it was within the expectations. No bleeding occurred till closing the abdominal cavity. No device will be returning. Additional information has been requested.